Event description:
Received an electronic report from a dialysis facility of a pt event that stated "at initiation of treatment pt c/o dizziness, became unresponsive to verbal and tactile stimuli. A companion sample is available for eval.